Event description:
It was reported that the rigid video scope had no image displayed during procedure setup. There were no reports of patient involvement.

Manufacturer narrative:
E1: (B)(6), the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: universal cable was corroded, light guide bundle was chipped and insufficient light. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: regarding the customer allegation is caused by a component failure of the universal cable, and related to the new reportable finding found in the investigation the cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.